Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823100) was implanted on (B)(6) 2004. The valve had "no visible point", setting could not be verified, valve could not be set; therefore, it was explanted and replaced.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - no discrepancies were noted when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for occlusion, leaks, and reflux. The valve failed the test for programming; the cam mechanism wiggled. The pressure test could not be performed as the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the cam, base plate and on the seat of the ruby ball. Root cause - the root cause for the issue reported by the customer is due to biological debris found during the investigation.